Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the line had been inserted (B)(6) 2023. Crack in PICC was identified on (B)(6) 2024. The patient was seen in ER and line was used normally. When the patient came home and mom was infusing tpn she noted there was a leak. The result of the event was that the patient went hypoglycemic and needed admission for peripheral IV tpn fluids and then a subsequent sedation and a new PICC line was inserted during admission. This caused a delay in tpn. It was reported the patient is sick but stable. Patient also has a hemodialysis line and every new line creates risk and concerns about ongoing ability to find central line locations.

Event description:
It was reported by the customer the line had been inserted (B)(6) 2023. Crack in PICC was identified on (B)(6) 2024. The patient was seen in ER and line was used normally. When the patient came home and mom was infusing tpn she noted there was a leak. The result of the event was that the patient went hypoglycemic and needed admission for peripheral IV tpn fluids and then a subsequent sedation and a new PICC line was inserted during admission. This caused a delay in tpn. It was reported the patient is sick but stable. Patient also has a hemodialysis line and every new line creates risk and concerns about ongoing ability to find central line locations.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 3fr sl powerpicc sv catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed on the extension tubing at the distal end of the luer adapter. The split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ fracture surface that had an uneven and jagged pattern, indicating that the area had been subjected to tensile stress. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings in section h:11.